Event description:
Patient with a history of vagal nerve stimulation, whose battery reached end of life this morning. The patient's battery was changed in the pacu. The battery appeared to be malfunctioning. The patient therefore was returned to the operating room for revision.